Event description:
It was reported that blockage alarms get triggered. There was patient involvement and no patient harm reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one product was received for evaluation. Service history review identified one service repair in the past one year with the most recent request made on 02-apr-2025. The customer reported issue was confirmed. The root cause of the issue was an anomaly in the downstream occlusion sensor, and it was replaced. The device passed all functional tests with no problem after the repairs.